Manufacturer narrative:
If customers press 'pt list' on the demographics screen the system will pre select the previous pt. They can then either press the 'back' button which will ignore this and go back to the original screen or they can press the green 'continue' button which will then overwrite the original data with the previous pt data. The user may press the 'continue' button and inadvertently overwrite the data by mistake. This 'patient list' button can be disabled in setup which stops this from happening and removes the option from the demographics screen. System is functioning as expected and customer has now disabled this feature.

Event description:
Customer reports incorrect results on a pt were reported on two occasions. The technician did not notice at the time that the pt results field did not match the pt sample. Each event involved the last pt run.